Manufacturer narrative:
The event did not cause any injury to the patient. The procedure time was extended to allow for the tissue to be retrieved from the body cavity by a second unit. Anchor's investigation has determined the root cause of the product defect. An improvement corrective action plan has been defined and implemented for the supplier's process and component.

Event description:
Tissue retrieval system failed during removal of the spleen.